Manufacturer narrative:
The actual device was not available; however, twelve (12) unopened companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All box dimensions of the samples received were measured with optical comparator with no issues noted. Functional testing was also performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2019. (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) titanium adapters had connection issue with the transfer sets; further reported as "the connection location was easy to loose". This occurred during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.